Event description:
It was reported the patient's insert disassociated. Revision surgery is scheduled to be performed on (B)(6) 2020.

Manufacturer narrative:
The associated devices, used in treatment, were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The devices are heavily damaged from the disassociation of the insert from the tibia base and wear. The femoral and tibia base have bone and cement present on the mating surfaces. The patella was not returned for evaluation. The devices were manufactured in 2013, 2015 and 2016. The medical investigation concluded that this complaint from japan reports a revision of a knee secondary to ¿insert disassociation¿. The revision surgery was performed 3 years post implantation. No clinical/medical documents were provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A dimensional inspection was attempted but the device was too damaged to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes of this event could include abnormal limb loading or a traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.